Manufacturer narrative:
(B)(6). Ethnicity - requested, not provided. Explanted date: device was not explanted. Patient was reported to be large, overweight. Height of the patient: (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the patient felt a pop in groin post-operative. On day one, the nurses put warm compresses on the patient. The patient experienced increased pain and bruising. A small measured hematoma with us 2.3-0.6-4.5 cm grew to 5.9 /4.8 /13.5 cm over a twelve-hour period, post-operative. On day two, a vs surgical care consult was recommended, although no action was taken. The patient recovered. The procedure outcome was good. There were no other devices or equipment used with reported product. Blood loss was less than 250cc. Additional information was received on march 12, 2018. There was no intervention post deployment of the angio-seal device. A 6fr sheath was used. The procedure being performed was a lue dialysis fistula plasty. There was no difficulty with arterial access, or with the use of the device. There were no issues with the insertion, withdrawal of the device, the user experienced a normal deployment.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.